Manufacturer narrative:
The insulin pump passed the displacement test and self test. No audio anomalies or hardware low-level failures alarms noted during testing. Audio levels changed when adjusted. No hardware low-level failures alarms found in insulin pump history file. Audio/vibrate anomaly/absence of alarm not confirmed. Hardware low-level failures not confirmed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had beep anomaly. No difference in volumes 1 and 5. The customer¿s blood glucose level was unknown. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes (1 & 5). The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.